Event description:
It was reported that on (b)(6) 2026, a 27 mm Navitor Vision Valve was selected for implant. The patient's medical history was reported as severe symptomatic aortic stenosis. The native annular measurements were reported as an annulus perimeter of 72.3 mm, a perimeter-derived diameter of 23 mm, and an LVOT perimeter of 74.7 mm. During the procedure, a 22 mm non-Abbott balloon was used to pre-dilate the aortic valve. The 22 mm balloon was reported to be between the minimum annular diameter and the perimeter-derived diameter. After the balloon was removed from the patient's anatomy, a pressure drop was observed, leading to resuscitative measures. The physician investigated the cause and reported no pericardial effusion and no wide-open aortic insufficiency (AI). Following manipulation of the guidewire, the patient's pressure improved. The physician elected to proceed with the procedure and began deployment of the valve. The implanter reported that there was sufficient calcium to allow anchoring of the device. Prior to final deployment, the delivery system was reportedly maintained in a neutral to slight forward-pressure position, and the guidewire was pulled to a mid-ventricular position to deflect the nosecone. The patient's aortic valve angle was reported as 64 degrees. No recaptures or re-sheathing attempts were performed. During valve deployment, the patient started to code. The physician decided to continue with valve deployment. The implant depth at 80% deployment was reported as 5 mm at the non-coronary cusp (NCC) and 3 mm at the left coronary cusp (LCC). The implant depth at final release prior to migration was also reported as 5 mm at the NCC and 3 mm at the LCC. All three tabs were reportedly confirmed released. After the valve was fully released, the valve migrated toward the aorta. The implanter believed the cause of migration was secondary bend and did not correlate the valve position with the patient's coding event. Cardiopulmonary resuscitation (CPR) and medication were administered, and the patient was placed on extracorporeal membrane oxygenation (ECMO). Epinephrine was administered intravenously for low blood pressure. Although the valve migrated upward on the non-coronary cusp side, the valve was reported to be functioning well with no to trace leak and a gradient of 6 mmHg. No attempt was made to snare or reposition the valve. No surgical intervention was required, and no second transcatheter valve was implanted. No coronary artery obstruction related to the migrated valve was reported. No entanglement between the valve and delivery system was reported during delivery system removal. No post-dilatation was performed. Further investigation with selective left coronary engagement identified what appeared to be clot in the left main/proximal left anterior descending (LAD) coronary artery. The thrombus was identified using X-ray imaging with coronary contrast. Heparin was administered during the procedure, and the activated clotting time (ACT) was reported to be greater than 300. Information regarding the patient's INR, hematologic disorders, systemic illnesses contributing to hypercoagulability, or medications contributing to thrombus formation is unknown/unavailable. The patient experienced cardiac arrest and was also reported to have suffered a stroke. A thrombectomy was performed using catheter aspiration to remove the clot. Following removal of the clot, the patient became stable and remained on ECMO for additional stability. The patient required prolonged hospitalization related to the event. No clinically significant delay was reported. According to the implanter, the event was not related to the performance of the device and was more likely related to the procedure and the patient's past medical history. It was later reported that the patient coded approximately one week later on an unknown date, and the family withdrew care. The patient was subsequently reported as deceased.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.